Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2016 alleging the audio tone function is intermittently absent. There was no reported patient harm associated with this complaint. This complaint is being reported because the audio tone issue was not resolved after troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 12/12/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2016 with the following findings: review of the black box data and download history did not reveal any recorded event(s) related to the complaint. On examination, the pump was intact and without damage. On testing, the pump powered on normally with functioning audio tone. The pump was exercised for 24 hours without error, alarm, warning or malfunction. No intermittent condition was found to the audio tone module inside the pump. The pump was determined to be operating as intended and within the required specifications. Investigation did not confirm nor duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.